Event description:
Customer reported that the insulin pump alarmed motor error. Customer had received a new device but could not get the setting because the insulin pump got stuck in the rewind process. Customer was assisted with completing the rewind, getting the settings and programming the new insulin pump. Blood glucose value was 237 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.